Manufacturer narrative:
The lot number and expiration date of the na electrode were requested, but not provided. A probe had crystallization on it. Tubing was found to be in bad condition.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 159 mmol/l and it repeated as 130 mmol/l.

Manufacturer narrative:
The field service engineer found leaking wash station tubing. The tubing was repaired. The investigation determined the service actions resolved the issue.